Event description:
The ultimum hemostasis introducer experienced back flow of blood and leaked excessively from the valve onto the sterile drape. Allegedly this occurred multiple times over the past few weeks. Another ultimum hemostasis introducer of a different batch was used successfully.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum hemostasis introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The ultimum hemostasis introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device. The ultimum hemostasis introducer sheath IFU cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the side ports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli.